Event description:
Our end user has reported the "tubing slipped off connector. Vent line to pump pack." Clinical discussion: there was a disconnection of a vent/sucker line during cpb. A 1/4" ID line from the table pack is handed down to the perfusionist, who connect the line to a 1/4" connector that is part of a line in the pump pack. The disconnection occurred during cpb and the blood loss was estimated to be 100 ml. The line was reconnected and the case was completed successfully. This delayed the venting process by 5 minutes, but did not delay the actual surgical procedure. There was no harm reported.

Manufacturer narrative:
Terumo did not receive the actual device, however the complaint was confirmed through clinical discussion and review. Complaint will be included in associates awareness training. The device history did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow-up. (B)(4).